Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific left ventricular (lv) lead, which was implanted at the left bundle branch (lbb), exhibited an out of range pacing impedance measurement, although no specific value was displayed. Technical services (ts) discussed that the lv impedance measurements have been reported with noise. Additionally, ts noted that these measurements could result in high power consumption and pacing threshold issues. Ts recommended replacing the pacemaker and evaluating or replacing the lead. This crtd and lv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.